Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error previously and now insulin pump is alarming compromised force sensor system alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the button error alarm was ignored until now that insulin pump is stuck in rewind process. Button error troubleshooting was performed and confirmed that time is advancing. No troubleshooting was performed on compromised force sensor system alarm. The customer was advised customer to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened(escape, act and up) button dome switch (no crease). No button error alarm noted during test. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify compromised force sensor system alarm due to buttons not responding. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.